Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual inspection revealed the device was snapped in two pieces at the base of the shaft. Additionally, the power cord was cut. The device was forwarded to the supplier for evaluation. Visual inspection revealed signs of activation with procedural debris around the active tip. The cut return cap showed signs of activation. The suction ports contained debris but did not appear to be blocked; a path could be seen through the debris on all three ports. Electrical and functional testing could not be performed due to the condition of the device. Due to the snapped device shaft, the internal active suction tube was deformed enough to limit the effectivity of flow rate testing. The shaft ends were cut to open the suction tube, and when the device was connected to suction and submerged in liquid, a steady flow was observed through the proximal and distal sides of the device. The reported complaint cannot be confirmed and a root cause for the issue that the user experienced cannot be determined. Review of the DHR did not indicate any issues with the manufacturing process that might explain the failure observed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the vapr tripolar 90 suction electrode device did not have suction with the shaver. There was a delay of 15 minutes in the surgery to obtain a spare device then complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 11/24/2016. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.